Event description:
Healthcare provider reported left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a deformation and creases. Clouds were visible in the gel after the autoclave disinfection process. A weight test of the device was performed and verified the weight of the device was within specification. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported capsular contracture baker grade IV. Device remains implanted.